Event description:
Healthcare professional reported left side capsular contracture baker grade IV. Patient representative later reported the patient "felt a change in the size of breast, swelling and irritation", "pain", and "was affected by high blood pressure of psychological origin, caused and aggravated by the concern/possibility of becoming a victim of lymphoma". Device was explanted and replaced.

Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacturer report number 9617229-2019-17857. Clarification to b3 date of event: partial date 2019 - patient reported date of symptom onset as "1 year after surgery". Continued e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.